Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set trusteel bent needle event on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011801, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011801 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 21/feb/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5b00045 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 15/feb/2025, with a total of (B)(4) units. The lot 5a04025 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 17/feb/2025, with a total of (B)(4) units. The lot 5a04026 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 18/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.